Manufacturer narrative:
Conclusion: there was no procedural imaging provided for review and the device was not returned for evaluation. A device history review is not required as the event description does not indicate a potential manufacturing issue. The reported event indicates that a dissection occurred at the access site. Vascular access-related complications such as dissection are listed in the device instructions for use (IFU) as potential adverse effects and can occur during any percutaneous intervention. These events are typically related to patient factors (medical history, calcification, etc.), and/or procedural effects (sheath used, user technique, closure device, etc.), but an assignable root cause cannot be determined at this time. There was no information to suggest a device quality deficiency related to this event. The dissection was treated with surgical intervention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a dissection was reported at the access site. The dissection was treated with surgical intervention. No additional adverse patient effects were reported.